Manufacturer narrative:
(B)(4). The reported field event of a sensing anomaly and high lead impedance were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were noted. The cause of the reported sensing anomaly and high lead impedance could not be determined.

Event description:
It was reported that during the implant procedure, abnormal p-wave amplitude and high impedance were observed. The problem persisted even after attempting to adjust the lead several times and connecting the device to another lead. The physician elected to use a different device. The patient was well post-procedure.